Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient received right primary attune tka to treat end-stage osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x 1 was utilized. The procedure was completed without reported complications. Records indicate the patient received a right revision due to pain. Upon entering the knee, the surgeon performed a complete synovectomy. The tibial tray loosening at the cement to implant interface was confirmed. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was implanted with competitor products. The procedure was completed without reported complications. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.